Event description:
A surgeon reported that during a spine fusion case, the surgeon monitor had no display on it, but the staff cart was functioning properly. They tried unplugging and replugging the surgeon monitor, as well as rebooting the system. At this point, the surgeon decided to discontinue use of navigation and procedure as an open procedure. The site checked the pins on both ends of the cable going to the surgeon monitor and they looked okay. They reported that after plugging in the surgeon monitor, it would have a display for a few seconds, then make a popping noise and the display would go black.

Manufacturer narrative:
The surgeon monitor was returned to the MFR for evaluation finding: the display would work for a few seconds, then make a popping noise and the display would go black. The reported event was confirmed and determined to caused be an electrical issue. The monitor was replaced to resolve the issue.